Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) transient cardiac arrest, bradycardia, loss of consciousness and pacing failure occurred. Cardiac massage was performed and the ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.